Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00342 and MFR report # 3005099803-2012-00343). It was reported to boston scientific corporation that two hydratome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was unable to bow. A second hydratome was obtained and was unable to bow. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; melted and kinked extrusion.

Manufacturer narrative:
Patient age is unknown. However, patient is over 18 years old. (B)(4). A visual examination revealed that the working length was twisted and kinked. The exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion created a tear measuring approximately 7 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. During manufacturing, tome devices are 100% inspected, the melted/split extrusion is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.